Event description:
Report received that the pump did not alarm for air-in-line or empty container during routine preventative maintenance testing. There was no patient involvement and no report of any adverse patient events while the device was in clinical use.